Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the high voltage capacitor was damaged. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The customer was sent a quote for this part replacement. No further action at this time. It has been months that the quote was sent without a response from the customer.

Event description:
It was reported to philips that the high voltage capacitor is damaged. There was no patient involvement.